Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. The customer contacted technical support, who provided information on resetting the pump and assisted with the reset. Afterward, the malfunction code did not recur, and the customer was advised to continue using the pump and contact technical support if issues persisted. The customer acknowledged and understood these instructions.